Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Receiver charge testing was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the data log was performed and no signal loss was found. The reported issue was not confirmed. The probable cause could not be determined. No additional event or patient information is available.